Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, after port placement, the cable near the wrist of the fenestrated bipolar forceps instrument broke; no fragment fell into the patient. The procedure was converted to an open (mini-open) approach and completed without delay, patient injury, or post-operative complications. The customer stated that the conversion was due to the lack of an equivalent instrument available to replace the broken device, and the surgeon preferred to complete the procedure through an incision that had already been made. The conversion was not due to patient anatomy or an intra-operative complication. The issue occurred about 1 hour and 30 minutes into the procedure, and the patient tolerated the change well with no post-operative complications.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.